Manufacturer narrative:
(B)(6). During percutaneous transluminal angioplasty (pta) of a 99% occluded right shunt vessel with heavy calcification and moderate vessel tortuosity, a 2mm x 4cm 90 saber pta catheter ruptured at 12 atmospheres (atm) during its second dilatation. Therefore, the balloon was changed to another saber balloon and the procedure was successfully completed with 25% stenosis remaining. There was no reported patient injury. The lesion was initially crossed with a guidewire and the saber was delivered to the lesion and inflated when it ruptured. The access site is unknown. There was no removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The brand of contrast and the contrast to saline ratio used are unknown. An unspecified indeflator was used in the procedure and it is unknown if the same indeflator was used successfully with other devices. It is also unknown if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve and any resistance/friction while inserting the balloon through the guide catheter. It is unknown if there was difficulty advancing the balloon catheter through the vessel. It is unknown if there was any difficulty crossing the lesion or if the catheter was ever in an acute bend. It is unknown if the balloon catheter kinked while being used. It is also unknown if the device was easily removed from the patient and the other devices. However, it was intact upon removal from the patient. The device was not returned for analysis. A device history record (DHR) review of lot 17292835 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of heavy calcification, moderate tortuosity and a rate of stenosis of 99% may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Event description:
During percutaneous transluminal angioplasty (pta) of a 99% occluded right shunt vessel with heavy calcification and moderate vessel tortuosity, a 2mm 4cm 90 saber pta catheter ruptured at 12 atmospheres (atm) during its second dilatation. Therefore, the balloon was changed to another saber balloon and the procedure was successfully completed with 25% stenosis remaining. There was no reported patient injury. The lesion was initially crossed with a guidewire (chevalier universal, fmd) and the saber was delivered to the lesion and inflated when it ruptured. The device will be returned for analysis. The access site is unknown. There was no removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The brand of contrast and the contrast to saline ratio used are unknown. An unspecified indeflator was used in the procedure and it is unknown if the same indeflator was used successfully with other devices. It is also unknown if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve and any resistance/friction while inserting the balloon through the guide catheter. It is unknown if there was difficulty advancing the balloon catheter through the vessel. It is unknown if there was any difficulty crossing the lesion or if the catheter was ever in an acute bend. It is unknown if the balloon catheter kinked while being used. It is also unknown if the device was easily removed from the patient and the other devices. However, it was intact upon removal from the patient.